Manufacturer narrative:
(B)(4)

Event description:
Procedure: hysterectomy. According to the reporter: needle bent within the jaws. It was still seated but bent so that it would not pass into the other jaw. When the tech tried to manipulate the needle back into the seated position with forceps, the needle broke such that part of the needle was lodged in the jaws. The remainder of the needle was placed on the magnetic needle count tray.